Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure within the large intestine. According to the complainant, the forceps was used to take what the account considered large biopsies. Additionally, the user reported that the jaws were not sharp enough which led to slight bleeding at the biopsy site. The bleed was treated, but it is not known what type of intervention was required. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the forceps was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a radial jaw 4 biopsy forceps device was used during a biopsy procedure within the large intestine. According to the complainant, the forceps was used to take what the account considered large biopsies. Additionally, the user reported that the jaws were not sharp enough which led to slight bleeding at the biopsy site. The bleed was treated, but it is not known what type of intervention was required. The procedure was completed with another radial jaw 4 biopsy forceps device. Reportedly, the forceps was inspected/tested prior to use and no anomalies were noted. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
A visual examination of the returned device found no abnormalities and the device was within specifications. Similarly, the returned unit was functionally tested and it performed according to specifications. A specific cause of the alleged failure could no be identified, however, the directions for use (dfu) cautions the user that a potential event is bleeding, therefore, the most probable root cause is anticipated procedural complication. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. A labeling review was performed and no anomaly was found.